Event description:
Product returned without oos form. Returned by a competitive rep. A note reads: "please test this lead; it came apart during reposition."

Event description:
Product returned without oos form. Returned by a competitive rep. A not reads: "please test this lead; it came apart during reposition.